Manufacturer narrative:
The device was returned for analysis. The irrigation tubing was torn flush at the base of the luer fitting. It appeared that an insufficient amount of adhesive was applied to the joint as there was virtually no fillet between the fitting and the tubing. Dried body fluid was found on the handle, shaft and distal end. Dried saline was found on the distal end and inside several irrigation ports.

Event description:
It was reported that the catheter had a fluid leak. During ablation of the right ventricular outflow tract (rvot) for treatment of ventricular tachycardia, the physician noticed that a large amount of fluid was leaking at the hub of the intellanav mifi open-irrigated catheter about three hours into the procedure. A high temperature warning also appeared on the maestro generator. The catheter appeared to have a crack at the hub, and although the exact location of the leak was not identified, it appeared to be somewhere on the handle side of the catheter. The catheter was swapped out for a different one, and the issue was resolved. The procedure was completed successfully, and no serious injury or adverse patient effects occurred.

Event description:
It was reported that the catheter had a fluid leak. During ablation of the right ventricular outflow tract (rvot) for treatment of ventricular tachycardia, the physician noticed that a large amount of fluid was leaking at the hub of the intellanav mifi open-irrigated catheter about three hours into the procedure. A high temperature warning also appeared on the maestro generator. The catheter appeared to have a crack at the hub, and although the exact location of the leak was not identified, it appeared to be somewhere on the handle side of the catheter. The catheter was swapped out for a different one, and the issue was resolved. The procedure was completed successfully, and no serious injury or adverse patient effects occurred.